Event description:
Pt revised for musculoskeletal pain, noted polyethylene wear of glenoid.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for this issue for both reported part and lot number combinations. The investigation could not determine the cause of the pain. The investigation could not draw any conclusions regarding the reported event with the info available, however, although unavailable for eval, it would not be unreasonable to expect poly material wear after approx 11 years implanted. The investigation could not verify or identify any product contribution to the reported event with the info provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.